Event description:
On (B)(6) 2006, the patient began peritoneal dialysis (pd) treatment for renal failure. While reporting on an unrelated issue, the physician stated that the patient had been on apd (automated peritoneal dialysis) therapy with dianeal since (B)(6) 2006, and during that time had "other peritonitis" caused by inadequate technique and bad hygienic conditions. The physician reported that the condition was evident in studies done to the patient and never "involucrate products." Information regarding the onset date, outcome, relevant laboratory data or treatment rendered for the events of inadequate technique and peritonitis were not reported. The action taken with pd therapy was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. A batch review will not be performed as the lot number is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.